Event description:
A malfunction alarm with malfunction code 9 was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer did not attempt to reset the pump before calling; however, technical support assisted with resetting the pump, and the issue did not recur. Customer was informed to continue using the pump and advised to call back if any problems persist. The customer understood and acknowledged the guidance provided.